Event description:
It was reported that on an unknown date, the sales rep was just made aware of an event by a surgeon. It has to do with the oblique screw on our rfna. The patient is 3 weeks out and was seen in office today. The screw that backed out will be taken out in a surgery this coming monday. Concomitant device reported: unk - nails: rfna (part# unknown; lot# unknown; quantity: 1), unk - screws: nail locking (part# unknown; lot# unknown; quantity: 2). This report is for one (1) unk - screws: nail locking this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: nail locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4) x-ray photo 03 nov 2022. Visual analysis of the photo revealed that there was a nail and screw construct, as well as a knee replacement system, implanted in the right femur. It was observed that the distal locking screw migrated laterally away from epicondyle. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.